Event description:
It was reported that the patient was having difficulty charging the ipg and inadequate stimulation despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medica facility.

Manufacturer narrative:
Exact date unknown, event occurred in early (B)(6).